Event description:
It was reported a patient underwent an unknown surgery on an unknown date a reservoir was used. It was found that there was a foreign matter. The product was not used. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. This event was found in the operating room before the package was opened. Unk, 10a7x0. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier? Unk. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Unk. Are there any photos of the foreign matter available? Yes. Is it possible that the foreign material fell into packaging upon opening of device? Unk. Was the product seal on the foil still intact when the package was opened? Unk. Will the device be returned for evaluation? If yes please return all relevant packaging material? Was the procedure completed without any adverse effect to the patient? Unk. Could you please provide the lot number? 10a7x0. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections: the device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions:(B)(6). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample indicated that the device was received unopened within its original packaging. Upon inspection, an unidentified foreign material was observed inside the packaging. Additionally, four (4) photos were provided and they showed the condition of the reported event. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the foreign matter adhered to the device during the packaging process due to static. The reported complaint was observed. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.